Manufacturer narrative:
Covidien reference: (B)(4). A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended changing the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb).

Event description:
It was reported that during patient use, the top display screen on a ventilator developed vertical lines . The patient was removed from the ventilator and placed on an alternate device. The patient was not harmed as a result of the event.